Event description:
Doctor reported that the screw fractured. All portions of the screw were removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One titanium hexed uniscrew, uniht was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the upper threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the complaint. The reported device was located on unknown tooth site. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning'. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was not performed for the uniht since the lot number was not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number (uniht) dating back 12 months from the notification date and revealed that there are no existing nonconformances/CAPA/hhe/d/ie/product holds for the reported device for similar events (complaint category keywords: fracture screw). Post market trend review: april post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device(uniht). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.